Event description:
It was reported that an elective replacement indicator (eri) lock up issue was reported to have occurred in the device. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5554-53 lead implanted: 2005-(B)(6).